Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of approximately 40 mg/dl, weakness, heart palpitations, and perspiration. Reportedly, customer is a brittle diabetic. Additionally, customer was on a walk prior to the reported event. Bg was addressed via consumption of carbohydrates and glucose tablets. No additional information was provided.